Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the suggested event occurred by the following. I) a small gap was generated in lg lens glue or gap between distal end cover and control body of distal end glue due to physical stress/ chemical stress caused by user handling. Ii) dirt, water, and moisture invaded lg lens from the gap. Iii) due to moisture or water invaded lg lens, components inside lg lens corroded, and its corrosion product was detected as dirt. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that inside lg lens was dirty and there was a gap in adhesive area between plastic cover and distal end. There was no report of patient injury associated with the event.